Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered a us distributor contacted zoll to report that a (B)(6) female patient had a skin irritation the patient's skin was raised under the patient's breasts where the electrodes are located. The patient's doctor prescribed an anti-itch medication to treat the irritation. Follow-up indicated that the rash was improving.